Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) displayed a controller error alarm during impella 5.5 support. The aic was swapped and support continued without issue.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Based on the device and data analysis the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" was due to a firmware issue (optical bench fw anomaly). H8 usage of device was erroneously selected on the initial manufacturer device report number 1220648-2025-30866.